Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to the patient going into arrest and when they arrived at the hospital they coded. While on support, the patient had no pulsatility on the impella side. Additionally, the patient had access site bleeding and hematoma. One unit of packed red blood cells were provided, manual pressure was held, and the impella was replaced.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The root cause of the access site bleeding was most likely due to anticoagulation management since the act at the time of bleed was 366 which is above the range limit. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.